Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, and weight were not supplied. On (B)(4) 2015 the field service engineer (fse) performed multiple adjustments and alignments on the analyzer, but did not resolve the customer's issue. The fse returned to the customer's site on (B)(4) 2015 and remedied the issue by rebuilding precision pump # 2. The fse then performed a new access total bhcg, 5th is calibration and a ten (10) point precision run, both of which met assay specifications. The service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. In conclusion, precision pump #2 was determined to be the cause of this event. (B)(4). All mdrs associated with this report are: 2122870-2015-00112; 2122870-2015-00113; 2122870-2015-00114.

Event description:
The customer reported non-reproducible human chorionic gonadotropin (access total bhcg, 5th is) results for four patients involving the unicel dxi 800 immunoassay system (serial number (B)(4)) on three separate days. The initial results recovered as >1371miu/ml . The sample was diluted onboard the same analyzer and the reflexed results were released from the laboratory. These results were questioned as they were lower than expected. There was no report of patient injury or change in patient treatment associated with this event. The customer repeated the samples on the unicel dxi 800 immunoassay system in question and on their alternate unicel dxi 800 immunoassay system (serial number (B)(4)) and obtained higher results. This report addresses the results obtained on (B)(6) 2015 for two patients (patient number 2 and patient number 3). Beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Calibration performed on (B)(6) 2015 recovered within assay specifications. The customer noted that the diluted quality control (qc) results were out of range, low. A ten (10) replicate precision study using biorad fertility qc on pipettor #2 failed to meet published specifications. A five (5) replicate precision study using the same qc material was performed on the other 3 pipettors, all of which passed within specifications. The patients' samples were collected in serum separator tubes and were centrifuged at an unknown speed or time on the automation line. No sample integrity issues were reported. MDR 2122870-2015-00112 addresses results obtained from one patient (patient 4) on (B)(6) 2015 and MDR 2122870-2015-00114 addresses results obtained from one patient (patient number 1) on (B)(6) 2015.